Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a prolieve thermodilatation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, approximately twenty-five minutes into the procedure, the prolieve system displayed a "low-water level" error message. Refilling the cartridge and restarting the procedure failed to rectify the situation. In addition, it appeared the prolieve catheter was leaking. The physician successfully completed the procedure with another prolieve thermodilatation kit. Follow-up received indicated the anchoring balloon leak could not be determined. No patient complications were reported as a result of this event. The patient's condition was reported as "fine".